Manufacturer narrative:
(B) (4) - device lodged because of pt physiology.

Event description:
Pt underwent capsule motility procedure and ingested smartpill capsule. 24 to 30 hours after ingestion pt went to emergency room complaining, he had something caught in his throat. X-ray showed foreign body, identified by radiologist as "a light bulb-like object" in the lower esophagus above the les. Egd performed and foreign body removed. Pt discharged. Pt's private physician identified object as smartpill capsule. Pt seen by his physician - no further issues due to egd, retained foreign object, or object removal.